Manufacturer narrative:
Other text: one level 1 hotline 3 temp check was returned for analysis in excellent condition. The cover was removed, ran safety tests, ran electrical tests, and calibrated the unit; confirming the complaint. Based on the evidence, the root cause is due to a faulty pcb.

Event description:
Information was received indicating that a smiths medical level 1 hotline 3 temp check would not turn on. There were no reported adverse effects.